Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice during use. The patient was not connected. The patient stated that they changed out the cassette but not the bags. The baxter technical service representative advised the patient to always change out the solution bags when changing out the cassette. The patient would restart with all new supplies and call back if the problem persisted. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the patient changing out the cassette but not the bags. The rn was not aware of the event. Baxter product surveillance recommended a review of the proper procedures. The rn stated the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint.